Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ac power module has failed. There was no reported patient involvement.

Manufacturer narrative:
The serial number initially reported was for the device.